Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
Explant of 8mm implant at 18 months.